Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that the unit was operational on receipt and met all factory specifications. No updates were needed. It was noted that the problem is possibly due to low line voltage. At low line voltages of 80-85 vac problem was duplicated. The unit was retested and passed on final acceptance test. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
The affiliate reported: it was noted that the coagulation level changed to 0 malis freely without touching the switch for 3 times during the surgery while it was originally set at 50 malis. This device has not been yet passed 1 year since the purchase. The jjkk repair division checked the device and no problem was found. However, the customer suspects the defective of the device and requests to investigate further because the substitute could be used without problem in the same situation at the hospital. There were no surgical delay greater than 30 min and no adverse consequences to the patient. Affiliate confirmed that the complaint was reported to the us late. It was discussed with them, the importance of reporting complaint in a timely manner.

Manufacturer narrative:
Additional information: please be advised that we have received communication from the affiliate stating that the correct alert date is april 5, 2014 and not february 14, 2014 as previously reported. Originally this event was reported as a repair to the repair department. Recent notification has suggested that the event was reported as a complaint on april 5, 2014. As a result, a follow up report is being filed to reflect the correct alert date.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Please be advised that we have received communication from the affiliate stating that the correct alert date is april 5, 2014 and not february 14, 2014 as previously reported. Originally this event was reported as a repair to the repair department. Recent notification has suggested that the event was reported as a complaint on april 5, 2014. As a result, a follow up report is being filed to reflect the correct alert date.